Manufacturer narrative:
On june 27, 2023, mentor received additional information. Mentor became aware that the patient experienced bilateral breast cysts and implant site calcification of the right breast. The patient underwent a surgical intervention to address the breast cysts. As such, a new file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2023-08418 for the contralateral event. Mentor became aware that the patient's left prosthesis was replaced with a 700cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 19, 2023, mentor received the device for evaluation. On july 26, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 01, 2023, mentor became aware that an error was inadvertently submitted in the initial report. Manufacturer¿s reference number: (B)(4), in the initial report, h6. Health effect impact code should have been populated with f1903 device explantation.

Manufacturer narrative:
On june 28, 2023, mentor received additional information. The patient's implant was reported intact upon removal. As such, rupture is no longer applicable to the file. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female patient underwent a primary breast augmentation surgery with a 500cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast as well as a suspected rupture of her left prosthesis, which were identified via mammogram and ultrasound. As a result, the patient is scheduled for removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).